Event description:
It was reported that a malfunction alarm with code 12 occurred, but no notable events led up to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the malfunction, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred.